Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical investigation: a temporal relationship exists between the peritoneal dialysis (pd) therapy manually, the liberty select cycler/ liberty cycler set and the patient¿s peritonitis event. However, there is no allegation nor any objective evidence that a liberty select cycler/ liberty cycler set malfunction or product deficiency caused the peritonitis. Based on the available information, the cause of the peritonitis cannot be firmly established but may have been related to a breach in aseptic technique. Peritonitis is a well-documented complication in patients undergoing pd therapy that is most often caused by a breach in aseptic technique during the pd exchange.

Event description:
A patient on peritoneal dialysis (pd) reported having peritonitis during a call to customer support to place a supply order. There were no reported allegations that the peritonitis was associated with any issues with fresenius device or product. During additional follow-up, the patient¿s pd nurse reported the patient was experiencing cloudy pd effluent. On (B)(6) 2021, the patient was seen in the outpatient pd clinic and had a pd culture obtained. Per the nurse, the culture yielded an elevated white blood cell (wbc) of 3,353 and no organism growth. The patient is reportedly being treated with the antibiotics ceftazidime and vancomycin intra-peritoneal (ip) per clinic protocol. The patient is reportedly recovering and continues pd treatment with the same cycler without any issues. The nurse stated the cause of the peritonitis was unknown. However, per the nurse, the patient did not have any issues with fresenius device, or product in relation to the event. It was reported the peritonitis may have been related to a breach in aseptic technique.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
A patient on peritoneal dialysis (pd) reported having peritonitis during a call to customer support to place a supply order. There were no reported allegations that the peritonitis was associated with any issues with fresenius device or product. During additional follow-up, the patient¿s pd nurse reported the patient was experiencing cloudy pd effluent. On (B)(6) 2021, the patient was seen in the outpatient pd clinic and had a pd culture obtained. Per the nurse, the culture yielded an elevated white blood cell (wbc) of 3,353 and no organism growth. The patient is reportedly being treated with the antibiotics ceftazidime and vancomycin intra-peritoneal (ip) per clinic protocol. The patient is reportedly recovering and continues pd treatment with the same cycler without any issues. The nurse stated the cause of the peritonitis was unknown. However, per the nurse, the patient did not have any issues with fresenius device, or product in relation to the event. It was reported the peritonitis may have been related to a breach in aseptic technique.